Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (43 mg/dl). Glucose tablets and juice were consumed to address the bg level. The customer did not know what caused the low bg levels. The customer declined to upload the pump data for review and tandem technical support advised the customer to discuss the event with a healthcare provider.